Event description:
The surgeon inserted a three piece silicone intraocular lens model aq2010v into patient's eye but thought the patient's zonules were too weak to support this type of lens so the lens was removed without incision enlargement and replaced with another model lens. The reporter stated that the surgeon stated that the pateint's zonules were weak prior to surgery and this was not an issue with the lens.